Event description:
It was reported that a malfunction alarm occurred after customer removed the pump from the box and began charging it. There was no impact to blood glucose as the malfunction occurred before the customer was able to begin using the pump for insulin therapy. Reportedly, the customer reverted to manual injections for insulin therapy.